Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a cable break. The issue happened during preparation prior to an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned for evaluation and the customer's allegation was confirmed. In addition, water tightness was lost. Based on the results of the investigation, the definitive root cause could not be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a cable break. The issue happened during preparation prior to an unspecified procedure. There were no reports of patient harm.